Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported screen will turn dark and then go black.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s) sample(if available) applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was not returned for evaluation/repair. During evaluation, the reported issue of scanner displays a dark screen was confirmed. During the evaluation of the scanner it was determined that an internal failure in the beam former is the cause of the failure, leading to an unresponsive scanner. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and refurbished inventory. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. (B)(4).

Event description:
Customer reported screen will turn dark and then go black.